Event description:
The liner became dislodged so the surgeon revised just the liner and head. The doctor will not allow the release of any medical records, x-rays reports etc and does not want any follow up on this report.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown liner. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6). An event regarding dissociation regarding an unknown liner was reported. The event was not confirmed. The exact root cause of the event could not be determined because insufficient information was received.

Event description:
The liner became dislodged so the surgeon revised just the liner and head. The doctor will not allow the release of any medical records, x-rays reports etc and does not want any follow up on this report.